Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 400 mg/dl with stiffness and acute neuropathy. The customer administered a manual injection. Reportedly, the customer's symptoms subsided after bg levels stabilized. The following day, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer was uncertain if the elevated blood glucose level may have been related to the malfunction issue. Reportedly, the customer has a backup pump available as alternate insulin therapy.